Event description:
A malfunction alarm was reported, but it was noted that no notable events occurred before it. There was no information provided regarding any impact on the customer¿s blood glucose level. The customer was advised by technical support to perform a pump reset as a corrective action. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.